Manufacturer narrative:
On 08/21/2019, mentor became aware that it incorrectly submitted the wrong device as the impacted product. The impacted product was a 425cc mentor memorygel breast implant. Section d has been updated with all of the new information available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with 475cc mentor memorygel breast implants experienced left sided rupture and right sided capsular contracture (baker¿s grade unknown) post procedure. The patient stated the left breast is warm to touch and deformed. The left breast is sore and has bruising, has a throbbing sensation, sharp pain that worsens with physical activity, looks as though it is deflating and changing shape, and a tearing and burning sensation is outside of left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis. See 1645337-2019-15973 for contralateral prosthesis report.